Manufacturer narrative:
Gang xiao, haijun tang, and baochun lu. Application of intraoperative ultrasound in laparoscopic liver resection with pringle maneuver: a comparative study with the pringle maneuver. Journal of laparoendoscopic & advanced surgical techniques, issue # 1, 2025, https://doi.org/10.1089/lap.2024.0153. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study evaluated the effect of intraoperative ultrasound in the pringle maneuver on bleeding in patients who underwent laparoscopic liver resection between january 2022 and june 2023. Fifty patients received application of intraoperative ultrasound for pringle maneuver to ensure that the inflow to the liver was completely blocked and fifty patients received conventional pringle maneuver. Stapler, clips or suture were used for vascular structures during resection. Complications included postoperative hemorrhage in 11 patients requiring blood transfusions and/or embolization or relaparotomy to stop bleeding.